Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had drive support caps issues and scroll wrap. Customer's blood glucose at time of incident was unknown. Customer noticed the pump will not turn on when she put a new battery in. Customer found out the battery cap is missing and does not have any other new batteries to work with. Customer was off the pump for a year and she would like to resume pump therapy. Customer was offered to ship battery cap and advised to call when new batteries are inserted.